Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had an episode of syncope. The physician contacted boston scientific technical services (ts) for a review of the patients pacemaker device operation. Ts told the physician that the rhythmiq algorithm episodes showed frequent premature ventricular contractions (pvcs) and loss of av synchrony at times. Also, the presenting rhythm showed bigeminal premature atrial contractions (pacs). Due to the patient experiencing syncope, ts recommended that a local boston scientific field representative be paged to perform a device interrogation and testing in person. Attempts to gather additional information were unsuccessful. The cause of the patients syncope is unknown. The device remains in-service. No additional adverse patient effects were reported.